Event description:
Am optometrist reported a case of infection/ inflammation with focal infiltrate in the anterior stromal/epithelium observed on a pt's right eye at seven days post photo refractive keratectomy (prk) enhancement. Pt was noted to have been treated with tapered steroid and antibiotic eye drop therapy. The reporter has indicated the pt stated blurred visual acuity and some discomfort of the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).